Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C06521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heart murmur, hypothyroidism, kidney stones and ovarian cyst. Concomitant products included levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3 and 4. She tolerated the procedure well. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: fu received, reporter added, lot number received, event added :- dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), vaginal discharge. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C06521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heart murmur, hypothyroidism, kidney stones and ovarian cyst. Concomitant products included levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3 and 4. She tolerated the procedure well. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, dyspareunia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.